Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, 3 times the patient appeared to be shocked while the vapr electrode was being activated. On the 3rd time, there was some soft tissue burning within the subacromial space, the surgeon did not consider the degree of burn to be an issue, patient not adversely affected. Also, there was the strong odor of smoke in the room, strong enough so, that they thought that there may be a fire. The procedure was completed successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time, awaiting the receipt of the complaint device towards conducting a root cause analysis, the results of which will be the subject matter in a follow-up report.